Event description:
Pt was having a stress test. Before stopping the test early per pt's request, all monitors on stress test machine froze up. No response. Caused bp critikon alarm and error code. Unable to monitor pt for six minutes until machine reset.